Event description:
Patient reported right side rupture and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Non-penetrating nicks observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.